Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on at 4pm on (B)(6) 2018. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that at 4:30pm on (B)(6) 2018, she developed symptoms of ¿shaky and sweaty¿. She denied receiving any treatment for her symptom above or beyond the normal routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there had been misuse of the meter. The patient confirmed that she was using the correct alkaline batteries and the correct test strips; however, the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky and sweaty, after the meter stopped powering on.